Manufacturer narrative:
Device received with partially broken off piece at the reservoir tube lip. The pcap / reservoir locked properly during testing. Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty forced sensor reading (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. No traces of moisture were noted at the electronic or motor assemblies per visual inspection.

Manufacturer narrative:
Unit received with partially broken off piece at the reservoir tube lip. The pcap / reservoir locked properly during testing. Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. No traces of moisture were noted at the electronic or motor assemblies per visual inspection.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to hyperglycemia. The customer experienced symptoms such as nausea. Blood glucose at the time of the admission was above 600 mg/dl. The customer was treated with IV/insulin/anti nausea. Customer states her bg's ran high, customer changed set and noticed a bent cannula and blood at site, customer still ran high and eventually noticed her insulin was leaking out from the res compartment. Customer has been using insulin pump system within 48 hours of reported high bg event. Troubleshooting for high blood glucose was declined. Customer was unable to complete carelink upload. The customer was advised to do a full set change. The insulin pump will be returned for analysis.